Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was no longer working. They tried replacing the batteries but it was not doing anything. It stopped all type of movement. The customer¿s blood glucose level was unknown. They were unable to properly troubleshoot. The device will be replaced and returned for analysis.